Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. A system displaying warning message ¿replace generator¿ was reported to abbott. The implant was subsequently replaced by physician. The results of the investigation are inconclusive since the device nor logs or settings were returned for analysis. Based on the information received, the cause of the reported incident is consistent with the ipg reaching end of life.

Event description:
Reference manufacturer number: 1627487-2021-01570. It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete event and patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient began received an end of service message on an unknown date. As result, the ipg was replaced and therapy restored post-operative.